Event description:
The patient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.